Event description:
Implant was placed on nov. 12, it torqued well and it was super tight. Doctor feels implant is loose.

Event description:
Implant was placed on (B)(6), it torqued well and it was super tight. Doctor feels implant is loose.